Event description:
As reported by the study, this female pt presented to cardiac cath in 2007 with 3-vessel disease. A staged procedure was not planned. Pci was performed in an unprotected left main as well as in the mid to proximal lad. The primary indication for intervention was an acute nstemi within 72 hours of pci. Pre-procedure troponin was greater than 3 times above the upper normal limits. Post-procedure cardiac enzymes were not documented. The pt was discharged on the following day. During the 1-month follow-up, the pt had angina pectoris. In 2008, the pt had a staged procedure. Routine angiography revealed the lm and lad stents were patent with mild eccentric lesion around 30-40% in stented mid lad (cypher stent in e-select registry). There was also a subtotal (99%) ostial rca occlusion in a previous cypher stent (not included in registry). Ivus showed undersized previous cypher stent in rca and previous stent did not cover the aorta-ostial lesion. Re-pci to rca was successfully done using a 3.5x16mm taxus stent under ivus guide.

Manufacturer narrative:
A report from the study indicated that a pt experienced restenosis and luminal narrowing after having coronary stents implanted. The pt's history is significant for previous pci (non target vessel), hypertension, hyperlipidemia, diabetes, congestive heart failure and prior mi. The indication for the procedure was an acute myocardial infarction onset greater than 72 hours prior to pci. The target lesion was the unprotected left main (lm) artery too the proximal and mid left anterior descending artery (lad). The lesion was described as de novo, 80% stenosed and at the bifurcation of the lm and the lad. The lesion was pre-dilated with a 2.0mm x 20mm balloon at 10atms followed by the deployment of a 2.5mm x 23mm cypher select plus (csp) stent at 14 atms. That was followed by the deployment of a 2.75mm x 23mm (csp) stent at 16 atms and thirdly a 3.0mm x 23mm csp at 16 atms. All three stents were implanted overlapping, the first two stents were post-dilated for optimal stent expansion, and the third stent was post-dilated with a 3.5mm x 12m at 10atms due to the bifurcation. Approx six months later, the pt had routine angiogram revealing 30-40% stenosis in the stent in the mid lad, and a subtotaled ostial lesion in the right coronary artery that had a cypher stent implanted at a previous time. Ivus showed that the previous rca stent was undersized and did not cover the aorto-ostial lesion. Adequate stent coverage should cover the lesion from healthy tissue to healthy tissue. The lesion was treated with the implant of a des by another manufacturer, and the lad did not require any further intervention. The product remains implanted in the pt, thus not available for evaluation. A device history record review was not conducted, as the lot number for the involved device was not provided. Restenosis is a known potential adverse event associated with coronary stenting. The pt's medical history puts them at increased risk for mace. Review of the available info suggests that pt and/or procedural and/or vessel lesion characteristics may have contributed to the event. The device herein reported is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent.